Manufacturer narrative:
The field service engineer determined the rinse unit was leaking. The issue with the rinse unit was resolved. The investigation determined the issue was resolved by the service actions. This event occurred in (B)(6).

Event description:
The initial reporter stated that they received a discrepant result for one patient sample tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. The reporter stated that this same issue occurs once every 1500 to 2000 tests. No incorrect results were reported outside of the laboratory. The sample initially resulted with an na value of 426 mmol/l. The sample was repeated on a second c 501 analyzer, resulting with a value of 142 mmol/l.